Event description:
Additional information was received that there was loss of capture.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, increased capture threshold, decreased pacing impedance, and noise were observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.